Event description:
On (B)(6) 2014 right below bifurcation there is a 4cm split. Otw exchanged on (B)(6) 2014. No swelling no pt harm. On (B)(6) 2014- split was subcutaneous.

Manufacturer narrative:
The complaint of a split in the catheter was confirmed but the cause was unknown. The product returned for evaluation was one 4fr s/l power PICC solo catheter. The extension leg and bifurcation of the catheter appeared worn. A semicircumferential split was seen just distal of the 4cm depth marking. Blood residue was seen throughout the sample. Microscopic examination of the split site revealed a straight edge and granular texture. Stress discoloration was seen at the corners of the split when the catheter was flexed away from the split. No mechanical damage was observed near the split site. Tactile evaluation revealed was unremarkable. While some of the evidence seen was suggestive of flexural fatigue at the split site, the surface texture of the split did not allow a firm root cause to be determined at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.